Event description:
It was reported that the high-flow insufflation unit could not be turned on. A therapeutic laparoscopic procedure was performed. The procedure was completed using a similar device. The patient was not under sedation. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
E1- city: (B)(6) (user facility captured here due to character limitation in section). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the root cause of the reported device (cannot be powered on) is unable to be determined. Olympus will continue to monitor field performance for this device.